Event description:
It was reported that the oscillating saw attachment was not working properly. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 06/04/2012. Eval of the device observed that every displayed positions pins were no longer attached to the mounted drive shaft. The current cause of the broken pins on the mounted drive shaft of the oscillating saw is currently undetermined. The device was serviced and returned to the customer.